Manufacturer narrative:
Additional information added to h3, h4, h6 and h10. H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples shows a puddle of water underneath the filter. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to a crack in the housing near the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: e1: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bottom section of the filter of a u9000 set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.